Event description:
It was reported that the left ventricular (lv) lead dislodged from the target vein. The physician decided to explant and replace the lv lead. No patient complications have been reported as a result of this event.